Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are having difficulty with his pump. Customer reported that it is not staying within range and feels it is giving him too much insulin. He¿s been having this issue for about a week and they tried to do a reboot on the pump, but he thinks he is getting a little too much insulin. The customer's blood glucose was of 329 mg/dl. Customer reported that he have an issue with the sensor and it was to be in manual mode as he did not have enough data to run in auto mode. Troubleshooting was not completed. The insulin pump will not be returned for analysis.